Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance issues, high pacing thresholds measurements and loss of capture. Through a fluoroscopy and x-ray, it was confirmed this lead had a conductor fracture and insulation damage. This lead was surgically abandoned and replaced with a different model lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited impedance issues, high pacing thresholds measurements, loss of capture, noise, oversensing and pacing inhibition. Through fluoroscopy and x-rays, it was confirmed that this lead had a conductor fracture and insulation damage. This lead was surgically abandoned and replaced with a different model lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction: the following codes were added in h6 (device codes) as they were missed from previous reports: signal artifact - a090801 oversensing - a070909 pacing problem - a0712 b5 (problem description) was updated as new codes were added to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected fields: h6 (evaluation conclusion code) code was update to "known inherent risk of device". B5 (problem description) was updated with better verbiage and orthography. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial lead exhibited impedance issues, high pacing thresholds measurements and loss of capture. Through fluoroscopy and x-rays, it was confirmed that this lead had a conductor fracture and insulation damage. This lead was surgically abandoned and replaced with a different model lead. No additional adverse patient effects were reported.